Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional angioplasty and stenting of the right leg procedure. Reportedly, immediately after the starclose se clip was deployed, there was no peripheral pulse. A surgical endarterectomy was performed and the starclose se clip that was partially in the artery, was removed. A vascular patch was used to repair the artery and achieve hemostasis. There was a ninety minute clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. No additional information was provided.